Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date of event is unknown. The date of (B)(6) 2018 entered is the device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic reaction after wearing an adc freestyle libre sensor for 9 days with symptoms described as itching and redness at the sensor area. The customer applied topical diprosone (betamethasone) 0.05% cream as treatment, which was previously prescribed by the customer's diabetic health care provider, but not used until this event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an allergic reaction after wearing an adc freestyle libre sensor for 9 days with symptoms described as itching and redness at the sensor area. The customer applied topical diprosone (betamethasone) 0.05% cream as treatment, which was previously prescribed by the customer's diabetic health care provider, but not used until this event. There was no report of death or permanent injury associated with this event.